Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the user suddenly lost hearing with the device. No trauma is reported by the parents. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, it is reported that one channel showed high impedance since 2015, however the location and nature of this damage could not be determined during device investigation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It is reported that the user suddenly lost hearing with the device. No trauma is reported by the parents. No swelling or redness around the implant site was noted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. In addition in situ measurements show one channel with high impedance since 2015 due to undetermined reasons. Re-implantation is considered but no date has been scheduled yet.

Event description:
It is reported that the user suddenly lost hearing with the device. No trauma is reported by the parents. No swelling or redness around the implant site was noted. Reimplantation is considered but has not been scheduled.